Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the pump did not display the error again, allowing the customer to successfully start their sensor session.